Event description:
Patient reported the following non-device related events "hypertension, rheumatic joint pain, chronic fatigue, difficulty concentrating, dizziness, forgetfulness, permanent, bowel problems, panic attacks, blurred vision", stating, "I have a whole folder full of diagnoses..." Patient later reported capsular contracture, baker grade unknown, "tingling in the breast area, itching in the chest area, pain, hardening, feeling of tension in the breast, asymmetry of the breast, and feeling of anxiety". This record related to the left side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Manufacturer narrative:
Reason for reoperation: capsular contracture, baker grade unknown; rupture. Photo analysis: visual analysis of the photographs identified: visibility/palpability: unable to observe since it is not related to the device. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Pruritus: unable to observe since it is not related to the device. Product discolored: not observed. Pain: unable to observe since it is not related to the device. Other-medical: unable to observe since it is not related to the device. Fatigue: unable to observe since it is not related to the device. Dizziness: unable to observe since it is not related to the device. Decreased sensitivity: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. Calcification: no observed. Anxiety-product/procedure: unable to observe since it is not related to the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: b5, h3, h6, h11.

Event description:
Patient reported the following non-device related events "hypertension, rheumatic joint pain, chronic fatigue, difficulty concentrating, dizziness, forgetfulness, permanent, bowel problems, panic attacks, blurred vision", stating, "I have a whole folder full of diagnoses..." Patient later reported capsular contracture, baker grade unknown, "tingling in the breast area, itching in the chest area, pain, hardening, feeling of tension in the breast, asymmetry of the breast, and feeling of anxiety", ¿pulled stitches and was defective¿, and ¿implant defect on the left¿. This record related to the left side. Device has been explanted.